Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the programmer stylus was unable to be used. The stylus was replaced but the issue was not resolved. The programmer was returned for service. There was no patient involvement.

Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the programmer stylus was unable to be used. It was indicated that the connection from the overlay to the printed circuit board (pcb) required cleaning and reseating. The programmer was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.